Event description:
The customer reported there are missing block of images. It is possible that it was resulting in additional radiation exposure.

Manufacturer narrative:
(B)(4). Investigation is still in progress. If additional info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).